Manufacturer narrative:
The device was returned for investigation. A visual inspection was performed, and the reported failure was confirmed. The (lcd) liquid crystal display does not work. The root cause can be attributed to a faulty (pcb) printed circuit board. The pcb was replaced. The original (DHR) device history record is no longer applicable as the device was manufactured in 2011. UDI number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that no display was present. No patient injury was reported.